Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for routine service, the monitor failed the pulse test with a service code 203 - pulse test fault. The last pt to use this monitor did not report any problem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed the pulse test with a service code 203. Upon evaluation there was an intermittent connection on the interconnect board contacts. The root cause for the intermittent connection cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any problems.